Manufacturer narrative:
Device evaluated by MFR: the synergy xd mr ous 4.00 x 48mm stent delivery system was returned for analysis. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure applied was noted with the balloon folds noted to be opened. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18-aug-2021. It was reported that crossing difficulties were encountered. The 75%-80% stenosed target lesion was located in the severely tortuous and severely calcified vessel. Following pre-dilatation, a 4.00 x 48mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications and the patient status was fine. However, returned device analysis revealed stent was not returned.